Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Without a device analysis, a cause for the reported inability to retrieve the suture could not be determined. A cuff-miss (no suture retrieved) can be influenced by many factors, including, but not limited to, manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in a challenging anatomy, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, in-process testing of devices is performed to assure the trajectory of needles in order to prevent this mode of failure. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any non-conformity related to this event. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during deployment, the suture was not retrieved. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.